Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A valid serial number was not provided for associated freestyle strips. The dhrs (device history record) for the freestyle freedom lite meter were reviewed, and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. Clinical data was reviewed and confirmed that the products continue to be safe, effective, and perform as intended in the field. Stability data for the products were reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that she did not know how to set up her adc blood glucose meter, and therefore could not obtain readings as meter displayed message "set". As a result of not being able to monitor glucose, customer became nauseous and felt "heavy", and called an ambulance. A paramedic meter reading of 500 mg/dl was obtained, and she was taken to a hospital where she was diagnosed with diabetic ketoacidosis and given insulin and fluids via IV. Please note that instructions for setting meter are provided with product. There was no report of death or permanent injury associated with this event.